Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate and confirm the customer complaint "the screw that holds the tip in place seemed weak". The instrument was found to have a broken semi tubular rivet at the grip base. The component is damaged and there may be missing material, but the size of the missing pieces cannot be confirmed. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The second bipolar forceps with same lot number was found to have a broken semi tubular rivet at the grip base. The component is damaged and there may be missing material, but the size of the missing pieces cannot be confirmed. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, the tip of fenestrated bipolar forceps began to gradually become misaligned even though the tissue was not grasped forcefully. Site checked, and the screw that holds the tip in place seemed weak. While removing it from arm, the instrument got stuck in trocar and entire instrument was removed with trocar. Same issue occurred with changed instrument from same lot. Site used another lot to complete the surgery. The procedure was completed with no reported injury.